Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose on the same day was 400 mg/dl with symptoms of dehydration and nausea. It was reported the patient remained on the pump, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, and the pump¿s setting were not recently changed. It was reported the pump was experiencing a shortened battery life that animas customer technical service determined was from use-error; troubleshooting revealed no related alarms in the pump history. No additional information was provided as to how the reported shortened battery life attributed to the alleged hyperglycemia. This complaint is being reported because the reported hyperglycemia was attributed to use-error. There was no indication of a pump malfunction.

Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.